Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the harmonic ace instrument was found to have a broken tip. The procedure was completed using a backup harmonic ace instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument fragment was retrieved by the assistant using an endoscope. All fragments were confirmed to have been retrieved by the assistant and nurse. There was no additional surgical procedure required and no post-operative tests were performed. The surgeon believes the cause of the break was an instrument quality problem. The instrument was inspected prior to use and no damage was observed. The instrument was used for an hour and a half prior to the break. The instrument was being used for grasping when it broke. There was no functionality issue and no instrument collision prior to the breakage. The instrument was also not removed during the procedure prior to the breakage. Upon final removal of the instrument, there was some resistance when removing the instrument through the cannula, but no damage to the cannula, and no further damage to the instrument was observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.094" from the base. The broken piece was not returned. A review of an image provided is consistent with the fractured blade.